Manufacturer narrative:
The field service engineer (fse) performed field correction order and replaced the front bezels with navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 device reporting to technical support (ts) that the device has a navigation wheel that does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the nav-ring only moves value slightly. Value does not change on its own.